Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 355 mg/dl. Troubleshooting was performed. The customer stated that she was disconnected from the device during the rewind and prime. Reviewed the insulin pump's programming and settings, and they were fine. Checked the bolus history, basal review, and daily totals, and it showed 12.05 were given. Performed a displacement test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.